Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received with a crack on the front panel over the manometer. Per functional testing, continuous flow was observed immediately. The complaint was confirmed. The root cause was the input manifold assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device is scheduled for repair and will be returned to service upon successful completion of repair activities.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not cycling in ventilation mode. No patient harm or involvement was reported.